Event description:
Procedure type: inguinal hernias. According to the reporter: space-maker balloon was inserted, however it burst before reaching full inflation. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).